Manufacturer narrative:
(B)(4). Returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The catheter was checked for functionality and the shaft was checked for damage. The device was connected to the jetstream console. The device would not activate when the forward buttons were pressed. Visual examination showed damage on the shaft approximately 40cm from the tip in the form of buckling. The guidewire would not move in the device. The device was dissected and the drive coil was found to be damaged in the form of separated and fractured drive coils. The damage was in relationship to the buckling on the outside of the catheter shaft (approximately 40cm from the tip). There were also indications of teflon scrapping off of the guidewire which would facilitate a guidewire sticking situation. This kind of damage to the shaft may happen during delivery of the device into tortuous anatomy and pushing, pulling and torquing the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The patient was enrolled in the (B)(6) study. The target lesion was located in the right superficial femoral artery (sfa). The patient had stents that were previously placed approximately eight years ago extending from the ostium of the right sfa to the distal sfa, total length approximately 300cm. Approximately 200cm of the stents were occluded, therefore a 2.4mm jetstream® xc atherectomy catheter was selected for treatment. A non-bsc filter was placed in the right mid popliteal. A 0.14 300cm non-bsc wire was then elected to be used with the filter. The jetstream was prepped and advanced over the non-bsc wire and through a non-bsc 7f introducer sheath until it reached the proximal occlusion. The jetstream was run blades down through approximately 75% of the occlusion. Two passes were made which equaled approximately eight minutes of run time. Due to the old nature of the disease, the jetstream was unable to be advanced any further as the device would repeatedly drop rpms to near zero. The physician elected to remove the jetstream over the wire, leaving the wire and filter in place. However, while backing the jetstream out, it was noted that the filter was also backing out as well. It was then decided to remove the jetstream, wire, and filter together from the patient as it was determined the jetstream was stuck on the wire. The procedure was completed with angioplasty. Post procedure images revealed great flow through the treated area and runoff was preserved with no sign of distal embolization. There were no patient complications and the patient left the cath lab in stable condition.